Manufacturer narrative:
(B)(4). The device is expected to be returned. It has not yet been received. A follow up report will be submitted with all relevant information. The other armada device is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified mid superficial femoral artery. During the procedure, a 2.5 x 150 mm and a 5.0 x 80 mm armada 18 balloon catheter were used. However, it was noted that there was a leak in the hub for both devices during inflation, and it was not possible to keep the pressure stable. Therefore, the devices were replaced with an unspecified armada balloon catheter to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.